Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bilateral rupture and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product."

Event description:
Patient reported right side "bilateral rupture and a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product." Physician later confirmed events reported and an MRI confirmed the bilateral ruptures. Device remains implanted.